Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues were verified and no failures were found; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, multiple cartridge alarm 1 during basal delivery. Installing a second cartridge would resolve the issue. Additionally, multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels remained within target range during these events. The customer resolved the occlusion alarms by changing the infusion set or clearing the alarm prior to resuming insulin deliveries. The customer reported the pump would continue to be used for insulin therapy.